Event description:
It was reported that one day post-implant, there was difficulty reconnecting the rv (right ventricular) lead, at the time of lead revision. There was no output, and a connection issue was suspected. The device was replaced. No patient complications were reported as a result of this event.